Manufacturer narrative:
The company rep examined the system, confirmed the customer's reported event, and replaced the touchscreen. Preventive maintenance was performed. The system was then tested and met specs. Add'l product info is pending. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A hosp biomed reported that during surgery, the touchscreen works intermittently. The surgery was discontinued. No harm to the pt was reported. Add'l info has been requested.